Event description:
On october 3, 2007, the patient underwent implantation of a greenfield filter in the inferior vena cava. On (B)(6) 2017, the patient underwent a computed tomography (CT) scan of the abdomen and pelvis due to intense pain in the lower back. The CT scan revealed that all the struts of the filter had perforated through the wall of the inferior vena cava. The CT scan further revealed that of the six perforated struts, two abut the right lateral margin of the abdominal aorta, two abut the psoas muscle, one abuts the peritoneal fat, and one abuts the posterior wall of the small intestine. The patient experiences sharp pain in the abdomen approximately one to two times per week. It was further reported in the CT scan report from june 15, 2017 that the filter tip is centrally located within the inferior vena cava. The tip of the filter is at the inferior most margin of the right renal vein with the tip barely protruding into the right renal vein.

Event description:
On (B)(6) 2007, the patient underwent implantation of a greenfield filter in the inferior vena cava. On (B)(6) 2017, the patient underwent a computed tomography (CT) scan of the abdomen and pelvis due to intense pain in the lower back. The CT scan revealed that all the struts of the filter had perforated through the wall of the inferior vena cava. The CT scan further revealed that of the six perforated struts, two abut the right lateral margin of the abdominal aorta, two abut the psoas muscle, one abuts the peritoneal fat, and one abuts the posterior wall of the small intestine. The patient experiences sharp pain in the abdomen approximately one to two times per week.